Event description:
Pt was revised from a bipolar to constrained liner. Pt fell and dislocated the constrained liner and was sent to the ER. Pt was reduced and x-ray was taken. X-ray showed the bipolar was disengaged from the liner. Pt was revised. The femoral head was removed, bipolar was located as shown on x-ray, disengaged from liner which was well fixed to the trident shell. The constrained liner was removed from the shell with a 6.5 cancellous screw. A new head and constrained liner were placed.